Manufacturer narrative:
An outside of united states customer contacted a siemens remote services center (rsc) regarding a discordant falsely depressed sodium (na) result obtained on a patient sample on a dimension exl 200 system. Siemens is investigating the event. Mdrs 2517506-2022-00100, 2517506-2022-00102, 2517506-2022-00103, 2517506-2022-00104, 2517506-2022-00105 and 2517506-2022-00106 were filed for the same event.

Event description:
A discordant falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 system. The discordant result was not reported to the physician(s). The same sample was reprocessed on the same date on the same dimension exl 200 system and a higher result, considered correct, was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed na result.

Manufacturer narrative:
Additional information (25-may-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the falsely depressed sodium (na) result on a dimension exl 200 system. Hsc evaluated the instrument data logs and the information provided by the customer. Quality control (qc) is within range without evidence instrument or reagent problem. Successful calibration occurred before and after the sample was processed. Repeat of the same sample yielded expected results. A siemens customer service engineer (cse) was dispatched to the site on 09-may-2022. Preventative maintenance was performed. System verification indicated acceptable performance after the service visit. No other issues have been reported by the customer since the service visit. The instrument is operational. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00101 was filed 29-apr-2022. Mdrs 2517506-2022-00100, 2517506-2022-00102, 2517506-2022-00103, 2517506-2022-00104, 2517506-2022-00105 and 2517506-2022-00106 were filed for the same event. MDR supplements 2517506-2022-00100 supplement 1, 2517506-2022-00102 supplement 1, 2517506-2022-00103 supplement 1, 2517506-2022-00104 supplement 1, 2517506-2022-00105 supplement 1 and 2517506-2022-00106 supplement 1 were filed for the same event.